Manufacturer narrative:
Failure analysis revealed that the insulin pump failed the displacement test and alarmed motor error during rewind as a result of a motor encoder being out of phase. Further testing could not be performed due to the motor error alarm. The device was received with scratched screen, cracked display window corners, cracked reservoir tube lip, and cracked belt clip slot.

Event description:
The customer reported hat the insulin pump alarmed. The blood glucose reading was 158mg/dl. No further information was provided.